Manufacturer narrative:
On 27-oct-2022, bwi received additional information indicating that there was no damage, no leakage, no alert from the irrigation pump. The sheath was being used on the patient. Air did not enter the patient¿s body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00002032 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a premature ventricular contraction (pvc) ablation with carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostatic valve was unable to flush. It was reported that hemostatic valve was unable to flush. This device wasn't used on the patient. They changed to a new device to complete the procedure. There was no impact to patient. There was occlusion when irrigating the sheath. Irrigation was partially blocked. It is unknown if any material was causing the obstruction. Hemostatic valve separation is MDR-reportable. Obstructed sheath is not MDR-reportable.